Event description:
Endobronchial ultrasound (ebus) processor became non-functional during actual procedure. Equipment set up according to procedure and was tested prior to case. Procedure started and scope was in place in airway, visible picture was present on screen; as scope was introduced further, the screen went blank. Bedside trouble shooting done, biomed contacted and assessment made. Ebus processor determined to have malfunctioned. Biomed secured device and sent to olympus for evaluation. Bronchoscopy terminated and patient to gi recovery, in stable condition.